Event description:
Spontaneous inbound call from hhn - (B)(6), rn who reported that infusion with freedom pump was not successful today. The rms needle sets and f-tubing were replaced and still the freedom pump wouldn't function properly, as a result the infusion had to be completed manually. No adverse effects were experienced and we are returning and reshipping a new pump to pt. No other info known. Dose or amount: 20gm, frequency: q2w, route: sq. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: d83.9.